Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 301948, lot 1811226 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture microlance needles have been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes rejecting automatically the syringes with broken parts like the needle hub. DHR showed no indication of the alleged defect.

Event description:
It was reported that the needle hub was damaged with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, the syringe package was opened and the needle hub was found to be skewed.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub was damaged with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, the syringe package was opened and the needle hub was found to be skewed.